Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the electrodes padz of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.